Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reported the system's collimator was closed upon boot up. There is no report of pt injury or death.